Event description:
A 68-yr-old, 249 female was admitted to hosp with chest pain and lab studies consistent with acute myocardial injury. EKG results showed a bifascicular block. Pt also had a history of insulin dependent diabetes, hypertension and previous stomach stapling. On 10/6/95 pt underwent a diagnostic cardiac cath procedure with findings of severe coronary artery disease. Pt was referred for surgical consult and was deemed to be poor surgical risk. Alternative treatments with ptca and or stent placement were discussed with the pt. Pt elected to proceed with ptca and stent procedure. During the next two days the pt's condition deteriorated hemodynamicaly. On 10/9/95 pt underwent ptca and stent placement procedure in cath lab #1. One stent was placed without difficulty. While attempting to place a second stent, fluoro capability in cath lab #1 was lost for approx 90 seconds. The generator was reset and the procedure continued. Physician was unable to place second stent due to his inability to transverse the blockage. Due to hemodynamic instability the pt was referred to the operating room for emergency bypass. Following surgery the pt's condition continued to deteriorate. On 10/10/95 the pt went into cardiorespiratory arrest and died.